Event description:
It was reported the rigid videoscope had a lamp error. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The scope had failed light transmission 30>34 caused by a defected outer tube. In addition, the following reportable malfunctions were identified during the device evaluation: minor scratches on the distal edge, dents on the outer tube and minor cracks on the side of video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: was caused by defected outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.